Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine root cause. Since the lot number is unknown, a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient said the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) on the homechoice (hc) machine during dwell 2 of 4. The home patient (hp) said that the supply bag fell and disconnected. The technical service representative (tsr) assisted the hp to retrieve the cassette and advised the hp to notify the nurse. The hp contacted product surveillance on (B)(6) 2011 regarding the alarm. The hp stated that the issue was resolved and she verified that the solution bag fell and became separated from the cassette. The hp said that she was not sure how the bag moved when it was placed on the dresser next to the cycler. The hp was using the spiking system. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp said that she ended therapy after the alarm and did a manual the next morning. No allegations were made against any of the hp's dialysis products. No further information was provided.